Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for driveline infection on (B)(6) 2022. The patient noted ongoing redness and increased drainage. An incision and drainage (I&d) procedure was performed. While admitted, the patient had a pump stop on (B)(6) 2022. Prior to the pump stop the patient started to feel dizzy, there were low flow alarms, hazard indicator was on, and the green circle indicator went dark. The bedside nurse urgently exchanged the patient's controller and the pump resumed appropriate function. The patient lost consciousness but a head computed tomography (CT) scan was negative. Log file review of (B)(4) captured low flow events starting on (B)(6) 2022 at 9:55 am which continued intermittently until 10:07 am. The white power lead was disconnected followed by disconnection of the black power lead, resulting in no external power events for about 13 seconds until the driveline was disconnected. Log files from the new controller (B)(4) captured persistent pulsatilty index (pi) events but nothing unusual was noted in the log. As of (B)(6) 2022 the patient had been discharged home and was doing well. Related manufacturer's report regarding the pump: 2916596-2022-02070.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) ) was returned following the reported event of low flow alarms, driveline infection and a pump stop; these events are addressed via the pump investigation. The log files contained relevant data from (B)(6) 2022 and (B)(6) 2022 per the timestamps. The log files captured intermittent low flow events on (B)(6) 2022 from 9:55:57 to 10:07:08. The power cables were disconnected on (B)(6) 2022 at 10:07:44 and the driveline was disconnected at 10:07:57 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced. The controller functioned as intended during testing. The reported event could not be correlated to an issue with the returned controller. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow, low speed advisory, pump stop, backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 23feb2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned following the reported event of low flow alarms, driveline infection and a pump stop; these events are addressed via the pump investigation. The log files contained relevant data from 27mar2022 and 28mar2022 per the timestamps. The log files captured intermittent low flow events on 27mar2022 from 9:55:57 to 10:07:08. The power cables were disconnected on 27mar2022 at 10:07:44 and the driveline was disconnected at 10:07:57 to exchange the system controller. The controller was reconnected to external power from 15:47:54 to approximately 15:50:03 and the driveline was connected from 15:48:22 to 15:49:51. The pump operated at the set speed, which was set below the low speed limit, while the driveline was connected; the pump stopped operation after the driveline was disconnected. The pump speed being set below the low speed limit activated a low speed advisory alarm while the pump operated in 28mar2022. Aside from the events observed on 28mar2022, the pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced. The controller functioned as intended during testing. The reported event could not be correlated to an issue with the returned controller. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow, low speed advisory, pump stop, backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-062132, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 23feb2018. No further information was provided. The manufacturer is closing the file on this event.